Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The reported problem (monitor belt latch does not secure a belt) was confirmed. As received, the monitor did not recognize when a belt was attached. Upon investigation, the belt receptacle was broken free from the case and unplugged j1001 on the ca board. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not secure with a belt.